Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged nausea, vomiting, eyes burning. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. The technician unable to confirm foam particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.